Manufacturer narrative:
(B)(4). Product will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted through a sheath while the pt was in the cath lab. The pt was moved to the intensive care unit dept, and after a few hours of iab therapy, the pump alarmed with multiple alarms. There was the drain failure alarm, excessive water build up, repeat purge cycle, and possible drain valve failure. The cold trap was emptied, however, the pump alarmed with the same alarms again. The iab was removed and another iab was not needed. The pt is in good condition. A third party service organization was informed.